Event description:
The plaintiff's attorney alleges that the patient experienced a sudden cardiac event and subsequently expired two days later. The plaintiff's attorney continues to allege that these allegations have been caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to this event. A follow-up report will be submitted upon receipt of any additional information.